Event description:
Patient went to the hospital twice within a week due to high blood glucose, and was treated with an insulin drip. Patient also reports having had erratic (low and high) blood glucose levels in the past.